Manufacturer narrative:
Ps460112 section g4: the mr850gju respiratory humidifier is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Section h11: method: the subject pcb of the mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in japan reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.